Event description:
The patient reported that they had been on the same program since implant, and all of a sudden they felt a "twinge" and more pain. As a result, they had been turning the stimulation down. A day or two later they felt twinges again, then it would go back to being fine. This was reported as a sudden change in therapy/symptoms, and the patient turned the stimulation down the first time on (B)(6) 2017. It was noted that the patient had turned it down three times. The patient mentioned that it was mostly when they were lying in bed at night, and the issue was related to positional movements. They stated that the stimulation had been at 3.3v, turned down to 2.9, 2.7 on (B)(6) 2017, and 2.5 on (B)(6) 2017. During the call, they were getting ready to turn it down again. Decreasing the amplitude would resolve the uncomfortable stimulation. The patient had contacted the healthcare provider on (B)(6) 2017, and were redirected to patient services. There were no further complications reported as a result of this event. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.